Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79 year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During implantation, the impella cp got stuck in the descending aorta and arch. The impella cp was removed from the body and the impella cp wire was found to be kinked. The wire was replaced and the impella became stuck again in the arch. A stiff buddy wire was used and the impella cp was able to cross the arch and into the ventricle. Additionally, the patient experienced a hematoma and oozing from the sheath. Blood products were administered. Levophed was increased initially but the bleeding resolved so it was weaned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.